Event description:
It was reported that there was a suspected left ventricular (lv) lead dislodgement and suspected diaphragmatic stimulation. All of the device detections were turned off. It was noted that the nurse could see the patient¿s abdomen moving with each heartbeat. It was later reported that there was no lead dislodgement. The lv lead was reprogrammed for diaphragmatic stimulation and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.